Event description:
It was reported that the device had a service and pacer fault and the screen ws frozen. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and advised the customer purchase a replacement device. Follow up with the reporter confirmed that the customer removed the device from service and is looking to purchase a replacement defibrillator. A conclusive cause of the reported issue could not be determined.